Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer was doing a set change and the insulin pump got stuck in the reservoir set up stage. The customer was pressing the escape button but there was no response. Customer stated that not even the back light turns on. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 92 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected reservoir set up alarms or open circles on the display were noted. The pump had intermittent buttons due to corroded keypad traces. The back light was working properly. The pump had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and minor scratches on the lcd window.